Manufacturer narrative:
(B)(4). No sample was provided by the customer; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Pictures were received and were reviewed by engineering and quality management. The pictures were of a 2000cc guardian canister that exhibited damage indicative of an implosion event where the sides and bottom of the canister were fragmented. Additionally, the lid in the picture did not show to have any product damage and it was confirmed that the customer received the new guardian flat lid/ppv (plastic porous valve) filter design. An onsite visit was completed by quality and regulatory personnel from cardinal health, who met with members of the hospital engineering, clinical education, and anesthesia teams. Results of the onsite investigation included the following: measuring the vacuum level of the hospital in multiple locations. No significant issues noted. It was identified that it was standard procedure to leave canisters under vacuum on anesthesia carts, including nights and weekends when operating rooms are not in use. Also, staff confirmed that if suction was not used during a procedure the canister would not be replaced and would be used on the subsequent patient. This could possibly lead to canisters being left under vacuum for days or weeks, which is counter to warnings in the instructions for use, which state ¿it is not recommended to subject canister to vacuum when not in use¿.

Event description:
During the procedure the canister exploded. Photos have been taken and are available.